Event description:
A customer contacted beckman coulter inc. (Bci) in regards to day-to-day discrepant albumin (alb) results generated by unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory. The customer has not received any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc results were within the established ranges prior to the event. On (B)(4) 2010, a bci field service engineer (fse) found that there were precision problems on several cartridge chemistries. Fse performed precision verification tests and replaced several hardware components. As of (B)(4) 2010, there were no more calls to hotline for the problems. Upon recur, the hardware failures could affect results of cartridge chemistries and patient treatments.